Event description:
It was reported that this s-implantable cardioverter defibrillator (ICD) was part of a system revision due to pocket infection. There were no additional adverse patient effects reported. This s-ICD was explanted.